Manufacturer narrative:
Continued: this model is classified as import for export. We do have similar model ec38-i10cl-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image, scope not connected" involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The message was to check endoscope connection #12. There was no report of serious injury, delay in procedure or required medical intervention. The user facility responded to a good faith effort attempt via email on 04-oct-2021 and stated the user became aware of the issue during pre-inspection check and the endoscope was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The user facility also follows pre-procedural checks and follows all instructions for use. The customer owned endoscope was received by pentax medical for evaluation on 30-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the customer complaint but did document the following inspection findings: passed dry leak test, passed wet leak test, hole in # 1 remote control button cover, image mild spot, suction tube mild resistance. The endoscope was approved by final qc on 08-oct-2020 and was delivered to the customer under delivery order (B)(4). Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service.